Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product type: lead, product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014. See regulatory report #3004209178-2016-23001 for related ins report.

Event description:
A patient reported they were in a lot of pain at the sites of their 2 implantable neurostimulator (ins) devices. The patient was in the hospital and they think it is referred pain going around his waist. The pain around his waist and abdomen is radiating from the devices. The patient also mentioned that the wires were pulling more on the left side and one of the ins devices was warm. The devices were turned off and have been off for a bit. It was also reported that the patient is in a lot of pain when he eats. The patient had gastroparesis. The patient said they were trying to find someone to remove the devices and confirmed that the leads that were pulling were from the ins that was implanted in 2014. The pulling started in (B)(6) 2016. The indication for implant was spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.